Manufacturer narrative:
The battery clip set was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt's history file contained a "pump off" notation. Both the pt and nurse did not see or hear any alarms. The log file was submitted to the manufacturer where low speed and pump stop events were captured. The events appeared to be very brief and occurred during power cable disconnects. The manufacturer recommended that the system controller and battery clips be exchanged.